Manufacturer narrative:
The device mechanism is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department for an indication of, error. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an s321 (motor error-pmc, left) malfunction alarm code was noted in the device history. No additional information was provided.